Manufacturer narrative:
Based on parameters the device meets or exceeds 75% expected longevity. There is no device malfunction. This is deemed a not reportable event.

Event description:
Additional information was received indicating the ipg was replaced due to reaching normal end of life.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2023 for an unknown reason.